Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus was worn and out of specification electrical. It was noted that the cord bay rubber hinge was worn out, upper cover bullets were worn out, left and right display hinges were worn out, left and right keyboard hinges were broken, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required unspecified repairs. No additional information was available. The programmer was returned. No patient complications have been reported as a result of this event.